Manufacturer narrative:
B5: during evaluation of a returned spectrum pump, the device alarmed system error 320 ¿latch switch error¿ not recognizing an opened door. No additional information is available. H11: the device malfunction was determined to be an system error 320 ¿latch switch error¿. Unless found during infusion therapy, this issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not recognize that the door was open. No additional information is available.